Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urgency frequency and urge incontinence patient reported that when he voided yesterday he felt like he had not completely voided so his nurse helped him use a catheter and there was about 60 cc of urine. No further complications were noted or anticipated.